Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine device replacement procedure, upon connection of the chronic right ventricular (rv) lead to this replacement pacemaker, the device would output a pacing spike and then no further pacing output was observed. The patient was noted to have complete heart block. The patient experienced asystole for less than 2 seconds. Additionally, high out of range pacing impedance measurements greater than 2,000 ohms was observed. Lead to device header connections were verified to be appropriate and the setscrews were verified to be fully engaged. The rv lead was tested on a pacing system analyzer (psa) and pacing impedance measurements were noted to be within normal limits. A device header problem was suspected. This device was attempted, but not implanted. The rv lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.